Event description:
It was reported that for a non-pacer dependent patient, oversensing due to non-sustained lead noise was noted. Vf detection occurred but return to sinus was detected before therapy was delivered. The lead was capped and replaced. The patient was reportedly very ill and patient condition after the event is not known.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.